Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix was covered in blood, not tissue, at time of analysis. The blood was cleaned off and the helix operated within specification.

Event description:
It was reported that within two weeks of implant, the right atrial lead dislodged. The lead was attempted to be repositioned multiple times unsuccessfully. When the lead was removed from the patient's body, a piece of tissue was seen on the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.